Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that the implant date and electrode information was not found in this subcutaneous implantable cardioverter defibrillator (s-ICD) memory. Upon review by technical services (ts) and engineering it was discussed that both images of the programmer reserved ram are corrupted and resulted in the loss of data. The corrupted data is benign and it is used only to record information for display on the programmer. The data may also be re-written/corrected by the user with the programmer. The source of the corruption is unknown and could be due to exposure to ionizing radiation or other transient causes. The firmware was reviewed and there are no other issues related to the memory corruption other than a few data errors. The s-ICD remains in service. No adverse patient effects were reported. Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available. Additional information was received. The device data was requested to be reviewed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Event description:
It was reported that the implant date and electrode information was not found in this subcutaneous implantable cardioverter defibrillator (s-ICD) memory. Upon review by technical services (ts) and engineering it was discussed that both images of the programmer reserved ram are corrupted and resulted in the loss of data. The corrupted data is benign and it is used only to record information for display on the programmer. The data may also be re-written/corrected by the user with the programmer. The source of the corruption is unknown and could be due to exposure to ionizing radiation or other transient causes. The firmware was reviewed and there are no other issues related to the memory corruption other than a few data errors. The s-ICD remains in service. No adverse patient effects were reported. Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available. Additional information was received. The device data was requested to be reviewed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. The device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of a single event upset caused by high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. In addition, a high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that the implant date and electrode information was not found in this subcutaneous implantable cardioverter defibrillator (s-ICD) memory. Upon review by technical services (ts) and engineering it was discussed that both images of the programmer reserved ram are corrupted and resulted in the loss of data. The corrupted data is benign and it is used only to record information for display on the programmer. The data may also be re-written/corrected by the user with the programmer. The source of the corruption is unknown and could be due to exposure to ionizing radiation or other transient causes. The firmware was reviewed and there are no other issues related to the memory corruption other than a few data errors. The s-ICD remains in service. No adverse patient effects were reported. Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available. Additional information was received. The device data was requested to be reviewed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. The device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that the implant date and electrode information was not found in this subcutaneous implantable cardioverter defibrillator (s-ICD) memory. Upon review by technical services (ts) and engineering it was discussed that both images of the programmer reserved ram are corrupted and resulted in the loss of data. The corrupted data is benign and it is used only to record information for display on the programmer. The data may also be re-written/corrected by the user with the programmer. The source of the corruption is unknown and could be due to exposure to ionizing radiation or other transient causes. The firmware was reviewed and there are no other issues related to the memory corruption other than a few data errors. The s-ICD remains in service. No adverse patient effects were reported.